Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had tried charging his ins. Overheating happened, both of the recharger and the ins and since then he is not getting therapy anymore. He is in the clinic today (2024-nov-15) and was hoping maybe a sales rep can meet him there as well. There was no allegation of patient death or serious injury.

Manufacturer narrative:
Continuation of d10: product ID neu_recharger_acc lot# serial# unknown implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: neu_recharger_acc, serial/lot #: unknown, ubd:, UDI#: g2: the country of the event is de medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_recharger_acc lot# serial# unknown implanted: explanted: product type recharger h2: correction. After review of additional information, it was determined that this event is a duplicate report. Please see regulatory report# 3004209178-2024-22696 for information regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.